Event description:
It was reported that during an ankle arthroscopy, the blade broke inside the patient and it stopped working (it only went forward, not in reverse or oscillating). The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One used 4.5mm full radius bonecutter platinum blade was returned for evaluation. The blade was evaluated for rotation and was found not to rotate freely. Visual assessment of the inner blade edgeform showed it is rolled over and dented and is missing several small pieces. The inner blade distal tip is also bent. A corresponding contact point was observed on the outer blade edge form. The edgeform damage appears to be caused by an contact with the outer edgeform during rotation. The devices condition is consistent with excessive side loading being applied during use. Per the device instruction for use under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿.